Event description:
It is reported that in a teleconference, a surgeon mentioned that in an effort to impact the articular surface in a surgery approximately eight years ago, the anterior tibia fractured. The surgeon said that the patient had poor bone quality due to osteoporosis and that she needed no further therapy. This MDR is late due to internal discussions concerning reportability of the event and which device was involved, as well as additional information received on august 10, 2009.

Manufacturer narrative:
This report will be amended when our investigation is complete.